Event description:
A customer contacted beckman coulter inc. (Bci) in regards to low sodium (na) and chloride (cl) patient results generated on the synchron cx9 alx clinical systems. The erroneous results were reported out of the laboratory. When the samples failed delta checks, the unit was troubleshot and the sample repeated amended. The samples were sent to another laboratory for verifications. The customer provided data from 6 patients. Of the 6 samples, the difference in na recoveries for 2 of the patients was within assay precision claims; the results are not included. Patient results are provided. Treatment was not initiated or withheld based upon the low results reported

Manufacturer narrative:
Sample information not provided qc prior to the event was within lab-established ranges. Qc after the event was low. A bci field service engineer (fse) found and cleaned a white film from the na reference electrode. Fse performed a pm on the instrument and verified performance change from: a customer contacted beckman coulter inc. (Bci) in regards to low sodium and chloride patient results generated on the synchron cx9 alx clinical systems. Information not available if the samples were reported out of the laboratory. The erroneous samples were repeated. To: a customer contacted beckman coulter inc. (Bci) in regards to low sodium (na) and chloride (cl) patient results generated on the synchron cx9 alx clinical systems. The erroneous results were reported out of the laboratory. When the samples failed delta checks, the unit was troubleshot and the sample repeated amended. The samples were sent to another laboratory for verifications. The customer provided data from 6 patients. Of the 6 samples, the difference in na recoveries for 2 of the patients was within assay precision claims; the results are not included. Patient results are provided. Treatment was not initiated or withheld based upon the low results reported change to: original na result: 133, 138, 135, 130, repeated na result (different lab): 138, 142, 141, 138. (B)(6). (B)(4). Change from: no additional information has been provided. The issue has been escalated to a specialist. To: sample information not provided qc prior to the event was within lab-established ranges. Qc after the event was low. A bci field service engineer (fse) found and cleaned a white film from the na reference electrode. Fse performed a pm on the instrument and verified performance

Manufacturer narrative:
No additional information has been provided. The issue has been escalated to a specialist.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to low sodium and chloride patient results generated on the synchron cx9 alx clinical systems. Information not available if the samples were reported out of the laboratory. The erroneous samples were repeated.